Event description:
Baxter received a report that centrella med-surg had bed exit not alarming. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Manufacturer narrative:
Resolution calls out no malfunction and that user error as the bed exit was not set, this issue would not be likely to cause or contribute to a death or serious injury if the malfunction were to recur as this would be visible to the end user and the bed would show inactive at the nurse's station that the bed communication is not engaged,no serious adverse health consequence is reasonably expected to result from this issue.